Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
Prior to a novasure endometrial ablation on (B)(6) 2012, the physician did a hysteroscopy and saw a "fundus appeared to have evidence of scarring and neither ostia could be fully visualized." The physician continued and the procedure was completed. On posthysterectomy, there was a :horizontal strip of endometrium at the fundus which appeared unablated and the ostia could still not be visualized." The pt was discharged home on stable condition. On (B)(6) 2012, the pt reported "pelvic pain, left lower quadrant tenderness and fever." Her eval was unremarkable. On (B)(6) 2012, she presented in the emergency room with worsening pain and evidence of bowel perforation on CT-scan. She underwent a laparotomy by the general surgeon. There was a 3-4 cm perforation on the rectosigmoid colon associated with thermal changes." The posterior surface of the uterus had evidence of "bruising" but no perforation or thermal changes were noted. The pt required bowel resection and colostomy. The pt recovered well and was discharged (date unk).